Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
The reporter alleged that a button on the infusion device was defective. The caller reported that due to the malfunction of the buttons, the patient experienced elevated blood glucose levels and was hospitalized. The patient received a blood glucose result of 21 mmol/l on an unknown system. The patient was admitted into the hospital, it is unknown what type of treatment was provided. It is also unknown how long the patient was hospitalized. The alleged product was requested to be returned for product evaluation.